Event description:
On (B) (6) 2010, pt reported that on numerous occasions the infusion tubing becomes disconnected from her insulin cartridge. Pt stated this occurs at least 3-4 times a month. Pt reported that sometimes she does not realize it has become disconnected until she has signs of elevated blood glucose and checks her infusion device. Pt stated an incident occurred 2 weeks prior when she was cleaning the house and started to feel ill. Pt reported she checked her blood glucose and it was in the 400's mg/dl. She stated when she checked her infusion device she realized that her infusion tubing was not connected. Pt reported she took a manual injection of insulin and reconnected to her infusion device. Pt stated she is tightening the luer lock correctly. Pt reported she works a very physical job and the infusion adapter and luer lock protrude out from the infusion device which causes numerous issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.